Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose of 420 mg/dl. Customer stated that they treated the high blood glucose with insulin pen. Customer stated that the insulin pump had crack from the battery compartment to reservoir area. The insulin pump will not be returned for analysis.